Event description:
It was reported the parkinson¿s disease patient was receiving therapy at the time of report, ¿but not with the same efficiency as in the past.¿ impedance testing was performed and produced ¿inconclusive¿ results. It was noted that ¿all the electrode combinations had the same impedance reading (1395 ohms) or showed values above 4000 ohms.¿ additionally, two impedance readings of ¿???¿ were observed with bipolar electrode pairs 0-3 and 1-3. It was noted the high impedance bipolar electrode pairs were not used in the patient¿s programming at the time of report. X-ray examination of the patient¿s battery and lead-extension connection found that ¿everything looked normal.¿ the patient¿s therapy wasn¿t compromised by the event. There was ¿no¿ patient harm, injury, or death associated with the event and no actions required. Upon meeting with the patient after the initial report, the patient¿s physician and technician ¿both verified there was no product issue¿ and that ¿everything was ok with the deployed system.¿ it was noted the ¿lack of response by the patient is likely due to an inadequate therapy indication.¿ additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).